Manufacturer narrative:
The wheelchair has not been returned to the manufacturer for eval and it is unk if or when the manufacturer may have an opportunity to evaluate the device. Manufacturer does not have all of the details of the reportable event at this time to complete our investigation.

Event description:
An end user called in on (B)(6) 2011 to state that an alleged adverse event occurred on (B)(6) 2011. She stated she fell out of the wheelchair because the wheelchair tipped forward. She alleged that the front wheels are set back too far not giving enough support or balance to the front of the wheelchair. The injury sustained was a fractured left leg. She stated she would like her wheelchair to be replaced with a new one.